Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the leading haptic was twisted upon itself and after the iol was injected into the capsular bag, the leading haptic remained twisted but to release without manipulation. As the iol was centered into the bag with a gentle nudge of the sinksy hook, it was noted that the entire leading haptic was amputated at its base. Forceps were used to remove the haptic. The iol was slightly decentered due to the missing haptic so the haptic and iol were removed through an enlarged incision using scissors and copious viscoelastic. A backup iol was injected into the capsular bag and an interrupted nylon suture was used to secure the main temporal incision. The procedure was completed with no patient harm. Additional information has been requested.

Event description:
Additional information received, the lens loaded easily for the scrub tech. The surgeon inserted the lens into the left eye and saw that the edges were crimped at the haptic portion. Upon rotating the lens into position the haptic was found separated from the lens at the optic edge. The lens was cut and all pieces removed from the eye, surgeon reports the patient is stable.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).